Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the additional endovascular procedure complaint is unconfirmed, and the type ia endoleak complaint is confirmed. This is moderately consistent with the reported adverse event/incident. The juxtarenal angle of 56.1 degrees likely contributed to the reported event but could not conclusively be determined. Calcification in the proximal aortic neck may have contributed to the type ia endoleak, however this could not be conclusively determined making this cautionary product usage. Device, user, procedure or anatomy relatedness of complaint could not be determined. No procedure related harms were identified. The final patient status was reported as doing well. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: b2: outcomes attributed to ae has been updated. B5: describe event or problem has been updated. G3: date received by manufacturer has been updated. H6: impact code: remove code 4614. H6: result code: remove code 3233. H6: conclusion code: remove code 11.

Event description:
The patient was implanted with the alto stent graft system to treat an abdominal aortic aneurysm (aaa). Approximately two months post initial procedure, during a routine follow up, a small type I endoleak was found. Approximately two months after endoleak was found the physician elected to add a palmaz stent (non-endologix) and the type ia endoleak was resolved. The patient is reported as doing well.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was implanted with the alto stent graft system to treat an abdominal aortic aneurysm (aaa). Approximately two (2) months post initial procedure, during a routine follow up, a small type I endoleak was found. A secondary procedure is planned for (B)(6) 2025. The patient has been reported as having no symptoms.